Event description:
Boston scientific crm received information that this recently-implanted cardiac resynchronization therapy-defibrillator's (crt-d) pacing rate had been changed as part of a device check-up related to a boston scientific communication. The patient reported his heart rate was taken up to 150 beats per minute (bpm) and then down to 45 bpm during the check-up, with the 45 bpm rate indicated on three different 'machines' and on his new latitude communicator. The patient was concerned that his device was left programmed at 45 bpm versus the original rate of 65 bpm, and reported experiencing shortness of breath and not feeling well with a slow heart rate. The clinic had received a latitude alert for a low intrinsic right ventricular amplitude reading approximately one week before the clinical check-up.

Manufacturer narrative:
A boston scientific crm technical services consultant (ts) advised the patient to contact his physician to discuss the symptoms and find out what pacing rate the device was set at. A full device interrogation was conducted via latitude the evening of the patient's clinical visits. A review of the stored data from electrograms (egms) on the latitude website from before and after the patient's call shows pacing occuring at a rate at or near 45 pulses per minute (ppm). The device currently is programmed to a lower pacing rate limit of 60 ppm for both normal and post-shock therapy pacing, and there have been no subsequent alerts. There was no indication of pacing inhibition on the patient's egms, and no report of adverse patient effects. This event will be updated if additional information is received. The device was explanted approximately six years later for normal battery depletion and returned for laboratory testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device did not declare replacement indicator while implanted. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.